Event description:
The company was made aware that the pt's device had migrated. Repositioning surgery occurred on (B)(6) 2012.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was made aware that the pt's device has been activated and the pt is hearing. The pt remains implanted. This is the final report.